Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter translated from japanese to english: it was reported that during the inspection of the products at togo medikit, smear/missing scale, dirt, dislodged gasket, damage, burr were detected before use.

Event description:
It was reported that during the inspection of the products at togo medikit, smear/missing scale, dirt, dislodged gasket, damage, burr were detected before use.

Manufacturer narrative:
Thirty six samples and photos received by our quality team for investigation. Through visual inspection, it is observed the stopper is poorly assembled, flange of barrel is damaged, black stain in non-fluid path, incomplete scale marking, and tip of syringe has a burr. Fourier transform infrared spectroscopy was performed to further analyze the black stain. The foreign substance was mainly composed of ink, a component used during manufacturing of the product to mark the scale. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause for poorly assembled stopper is associated with damaged air valves, a change of the valves will be implemented. For damaged barrel is associated with sensor detection, sensor will be reviewed and corrected. Burr on tip is associated with conveyor belt in poor condition, the production line of the conveyor belt will be changed. Ink stain is associated with the marking machine due to a misalignment of the cutter and the inkpot causing the incorrect marking. Incomplete scale marking is associated with failure in the patterns that transfers the scale. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.